Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient then said they wanted to turn stim off because they have to lay on their back for an ultrasound and when they had that ultrasound before, a year ago, the ultrasound made their device buzz right in their back. Agent documented information given during the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.